Manufacturer narrative:
Device evaluation: the device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. All device history records (DHR) are reviewed and released according to the DHR review checklist and release procedure. A device is not released if it does not meet requirements or is nonconforming. In addition, the device record review confirmed the labeling, material, and process controls were within specification.

Event description:
A peritoneal dialysis patient reported that the cycler pumped air into him and he visited the emergency room. Upon follow up with the patient's nurse, it was confirmed that the patient has experienced arm pain and had gone to the emergency room. Through imaging, it was determined that the patient was filled with air. The nurse stated that the patient had not been priming the machine correctly. The patient has since been administered education on priming. The patient is now completing treatments successfully with no reported issues.

Event description:
A peritoneal dialysis patient reported that the cycler pumped air into him and he visited the emergency room. Upon follow up with the patient's nurse, it was confirmed that the patient has experienced arm pain and had gone to the emergency room. Through imaging, it was determined that the patient was filled with air. The nurse stated that the patient had not been priming the machine correctly. The patient has since been administered education on priming. The patient is now completing treatments successfully with no reported issues.

Manufacturer narrative:
Initial report contained full device evaluation. Device evaluation with device history report was completed on 3/20/2018: the device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. All device history records (DHR) are reviewed and released according to the DHR review checklist and release procedure. A device is not released if it does not meet requirements or is nonconforming. In addition, the device record review confirmed the labeling, material, and process controls were within specification. Clinical evaluation: a temporal association exists between ccpd therapy with the liberty select cycler and the patient¿s adverse event(s) of pneumoperitoneum which required evaluation at hospital. Radiological testing confirmed the presence air of within the patient, however it is unknown what, if any, medical intervention was provided at the hospital. Per the pdrn on (B)(6) 2018, the patient incorrectly primed the liberty select cycler and required reeducation regarding priming procedures. It is known, is when a patient is started on pd, air can enter the peritoneal cavity if appropriate steps are not undertaken by the patient. With a small amount of air, a patient will probably remain asymptomatic and the air will be absorbed. However, if there is a significant pneumoperitoneum, the patient may get abdominal pain and other symptoms